Manufacturer narrative:
Qn#(B)(4). The UDI is not complete as the lot# was not provided by customer. Device evaluation: the reported complaint of 'unable to inflate cuff' was confirmed upon investigation of the returned sample. The customer returned one unit 5-10113 et tube, cf,6.5 for investigation. Visual examination of the returned device revealed that there was a large hole in the balloon cuff. The hole was indicative of the cuff being over-inflated. Over-inflation would cause the balloon cuff to burst. A review of the manufacturing process confirmed that all et tubes undergo 100% inspection for inflation and deflation, as part of the product release criteria. Any such defects would be detected as out of specification. The nature of the damage suggests it was not caused by a manufacturing process failure. A device history record review was performed on the potential lot based on the sample received, and no relevant findings were identified. Additionally, the IFU states, "care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." Based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "the trach tubes were leak tested prior to use but when we transferred the pet to dental table the first incident occurred halfway through the procedure, we were not able to reinflate the cuff so we had to reintubate the patient. Upon inspection of the trach tube there was a hole which tore away like paper. The second incident was the following day with the same results only it occurred as soon as we transferred patient to the dental table. We reintubated and inspected the trach tube and found the same thing, (a small hole and the rest tore like paper). There was no reported patient harm or consequence." Associated complaints 3003898360-2024-01150 and 3003898360-2024-01142.

Manufacturer narrative:
(B)(4). The UDI is not complete as the lot# was not provided by customer. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "the trach tubes were leak tested prior to use but when we transferred thepet to dental table the first incident occurred halfway through theprocedure, we were not able to reinflate the cuff so we had toreintubate the patient. Upon inspection of the trach tube there was ahole which tore away like paper. The second incident was the followingday with the same results only it occurred as soon as we transferredpatient to the dental table. We reintubated and inspected the trachtube and found the same thing, (a small hole and the rest tore likepaper). There was no reported patient harm or consequence." Associated complaints 3003898360-2024-01150 and 3003898360-2024-01142.